Manufacturer narrative:
This device is used for therapeutic purposes. Device received in (B)(6); awaiting it to be forwarded for evaluation. Concomitant devices: it was confirmed that during the procedure they were using a nim 2.0 mainframe, interface, and standard prass probe. No product numbers, serial numbers or lot numbers have been provided, although many attempts have been made to obtain this information. It is also unknown if these devices will be returned for evaluation. (B)(4). Product evaluation: no evaluation results available; awaiting device return. Method: no testing methods performed.

Event description:
It was reported that the device was not producing expected response. It was confirmed that the monitor was not producing audible tones and there was an intermittent presence of waveform. Despite stimulating tissue the monitor did not produce any audible tones at all other than the background sound of static. There was no patient impact.